Manufacturer narrative:
B5: there was no patient injury. The problem was resolved. The cause was due to user error. Claim # (B)(4).

Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. H11: there was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced issues. The lens was implanted upside down in the eye and the lens was removed. The lens was exchanged with the backup lens. Additional information has been requested but none has been forthcoming.